Event description:
The complaint source reported an intra-operative issue occurred on (b)(6) 2026 with the PRIMA metal-back central cancellous screw, affecting both the modular and monoblock versions.During the insertion phase, the central cancellous screw seized within the central peg, causing the metal-back component to rotate. As a result, the implant had to be removed. The screw was then unscrewed with difficulty, and the metal-back was repositioned. However, the rotation had deformed the central hole, resulting in a loss of primary stability. The metal-back was subsequently repositioned, three peripheral screws were implanted, and finally a central cortical screw was used. No issues were encountered with the cortical screw.The surgical procedure was performed by an experienced surgeon with Prima system.Event occurred in Italy.

Manufacturer narrative:
No review of manufacturing records for complained parts can be performed either since lot number/product information is unknown.A final report will be submitted after the investigation is completed.